Event description:
During a percutaneous transluminal renal angioplasty (ptra), the palmaz (p1505e) was advanced to the lesion over the guidewire through the guiding catheter (6fr./uncle guiding catheter); however, the stent begin to fall off into the guiding catheter. Therefore, the product was withdrawn from the patient with the guiding catheter and another stent was used to complete the procedure. There was no information on vessel characteristics. The product was clinically used without any adverse consequences to the male patient (age unk). The product will not be returned.

Manufacturer narrative:
This product is not available for analysis as stated. Add'l info will be provided within 30 days of receipt.